Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse nxt platform (sn (B)(6) made a loud popping noise during compressions and stopped. The alert yellow triangle indicator was illuminated. The crew reverted to manual CPR. No adverse effect was reported.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint of the autopulse nxt platform (sn (B)(6) making a loud popping noise before stopping compressions and illuminating the alert yellow triangle indicator was confirmed through archive data review and functional testing. The likely root cause of the reported complaint was the dislodged spring pins from the winch drive pulley. Archive data review indicates that the platform stopped compressions due to fault 1050 (fault_motor_spool_ali), confirming the reported complaint. This fault indicates that the spool sensors were not within ½ turn of each other. Preliminary functional testing could not be performed as the left-side pulley was not in the home position. Upon opening the bottom enclosure, it was discovered that the spring pin on the right-side winch drive pulley had dislodged. This likely occurred during compressions on the reported event date, resulting in damage to the screw bosses of both the top and bottom enclosures. This issue likely caused the loud popping sound reported by the customer. As a result, the platform stopped compressions and displayed the yellow triangle alert indicator due to fault 1050, which indicates that the left and right spools are not within ½ turn of each other. The left and right-side pulleys were not in home position. The spring pins on both winch shafts needed to be reseated, and retaining compound was applied to both winch shafts. Also, the top cover and bottom enclosures will need to be replaced. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).